Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report of inoperable ipg as confirmed. Analysis of the returned ipg found the root cause was due to normal battery depletion to eol (end of life). The estimated longevity range would have been 1 year up to 3.2years, assuming 1000-ohm program impedances. The total stimulation on time was 2.2 years, which accounted for 80% of the estimated longevity range.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event and patient information.

Event description:
It was reported the implantable pulse generator (ipg) was non-functional and the patient is without stimulation therapy. Patient was using tonic stimulation therapy prior to the loss of therapy and it is undetermined if the device prematurely depleted. The ipg is slated to be replaced with a rechargeable ipg at a later date.